Event description:
It was reported that this pacemaker stored an atrial tachy response (atr) episode that showed farfield r-wave oversensing on the atrial channel. The device appeared to be operating as programmed, and will continue to be monitored. This pacemaker remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this pacemaker system stored additional episodes containing farfield r-wave oversensing on the atrial channel. No oversensing was noted on the presenting electrogram (electrogram (egm). Brady mode was changed from aai to ddd mode. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker stored an atrial tachy response (atr) episode that showed farfield r-wave oversensing on the atrial channel. The device appeared to be operating as programmed, and will continue to be monitored. This pacemaker remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.